Manufacturer narrative:
Other relevant device(s) are: software (B)(4) fusion ent app, product analysis: product: (B)(4) - manual registration product: (B)(4) - insufficient information. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used for a functional endoscopic sinus surgery (fess) procedure. It was reported that the tracer did not work and jumped to the forehead. The system did not accept the tracer. The surgeon ultimately aborted navigation. The tracer issue was unable to be duplicated. There was less then an hour delay to the procedure due to this event and there was no reported impact on the patient¿s outcome due to this event.